Event description:
It was reported that the t2 anchor was found missing.

Manufacturer narrative:
Only the delivery device was returned, no suture or t's. Visual assessment of the device showed no abnormalities. The actuator is in its post t2 deployment position indicating a complete deployment. Investigator functionally tested the device, and it function as intended. A review of the manufacturing records confirmed all components required for this product build were issued as required. Current investigation could not identify any evidence of product contribution to the reported complaint.